Manufacturer narrative:
The product is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.

Event description:
Three balloons burst when attempting to treat a lesion located in the right common iliac artery. The pt is (gender unk). The vessel was described as calcified, but not tortuous. The physician approached the lesion from the right common femoral artery. The products were properly inspected and prepped, prior to use. The physician had no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloons. The first balloon was advanced to the lesion for pre-dilation. Upon inflation with an indeflator for 10 secs, the balloon burst at approx 6-8 atmospheres (atms). The physician carefully removed this balloon from the pt and inserted a second balloon with a stent crimped on it and advanced the device to the lesion. The stent delivery sys was placed at the lesion and the balloon was inflated to deploy the sent, but this balloon also burst at 6-8 atms. The balloon was carefully removed from the pt with the stent placed in the correct position in the lesion. A third balloon was advanced to post-dilate the stent, but this balloon also burst at 6-8 atms when inflated with an indeflator. The physician stated that the balloons burst in the same location in the lesion. The procedure was successfully completed. There was no reported injury to the pt.